Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology - 50-90% stenosis). Inherent risk of procedure (failure to deliver stent and stent deformation). Deformation issue. Evaluation conclusions: device failure related to patient condition (lesion morphology - 50-90% stenosis). Known inherent risk of a procedure (failure to deliver stent and stent deformation). (B)(4) - material deformation stent. (B)(4).

Event description:
The physician intended to deploy an endeavor resolute drug eluting stent to a stenotic and calcified lesion in the lad which exhibited 50-90% stenosis. The lesion had been pre-dilated and the device was inspected prior to use with no issues noted. It is reported that the device was advanced but could not cross the lesion. It is reported that the physician tried many times but failed. There were no patient complications reported. The device was returned to the manufacturing facility and the stent was observed to be damaged. Evaluation summary: following device evaluation it was noted that the stent was deformed. The 7th and 8th proximal stent segments were misaligned with slightly struts raised, the 12th proximal segment was deformed.